Event description:
It was reported that about three weeks ago, the parents noticed that their child has no longer been able to hear with his device. In 2007 they went to the clinic for mapping. Testing was carried out which showed high impedances on 10 electrode channels and the ground path impedance being not determinable. Testing confirmed that the device has malfunctioned. The patient was re-implanted four days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.